Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding femoral loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: based on the photograph provided, the femoral component appears consistent with a component that was implanted and subsequently explanted. There are some scratches evident on the polished bearing surface of the component. There is a significant amount of bone cement adhered to the proximal surface of the component with some evidence of bone interdigitation present. Medical records received and evaluation: medical review of the records provided indicated; there is no confirmation of the complaints noted in the event description. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation. Device history review: DHR review determined that the lot was manufactured to specification. Complaint history review: chr review confirmed that there have been no similar events for the lot. Conclusions: based on the clinical review of the medical records provided, there is no confirmation of the complaints noted in the event description. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on left knee due to stiffness, femoral loosening, and instability.

Event description:
It was reported that patient was revised on left knee due to stiffness, femoral loosening, and instability.